Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image disappears) was confirmed and found to be caused by a damaged cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the screen on the subject device turned black. The intended procedure was completed using a similar device. There was no delay in the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and the results of the legal manufacturer's final investigation. Additional information received from the user facility is provided in section b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the image was not displayed because a communication failure occurred due to the faulty cable. However, the root cause of the cable failure could not be determined. The device's instructions for use provides the following information regarding the proper use of the cable, which can help in preventing the reported issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the user facility: the reported issue (screen turned black) occurred before the intended procedure.